Event description:
It was reported the pump was not helping the patient like he thought it would. The health care provider (hcp) had tried to increase the dosage but it made the patient sleep for 16-18 hours per day so the dosage was adjusted back to where it was. The patient also had constant pain at the pocket site and the site was sensitive to touch. It was noted the patient had numbness. He sometimes cannot feel either leg or both legs for some time. The patient still needs to take oral medication as well as the pump to help with pain. The symptoms started following a new pump and catheter implant. The patient has fallen quite often. It was noted there was a spot where the patient¿s nerves were ¿lit up¿ and when the spot is touched, it causes the patient to have urinary and bowel incontinence. The patient was going to have an electromyogram (emg), but was going to cancel it because it was too painful. The patient could ¿fe el the catheter for a little ways.¿ the patient did not have these problems before the pump. The patient is considering decreasing the dose and ¿taking it out.¿ the pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).